Event description:
It was reported that this right ventricular (rv) lead exhibited gradual low pacing impedance out of range. Technical services (ts) was consulted and explained sensing, thresholds were both fine and there was no noise present. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual low pacing impedance out of range. Technical services (ts) was consulted and explained sensing, thresholds were both fine and there was no noise present. The lead remains in service. No adverse patient effects were reported.